Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak when changing the intra-aortic balloon (iab). Another iabp was used and there were no leaks. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue and replaced the tidal volume disk. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak when changing the intra-aortic balloon (iab). Another iabp was used and there were no leaks. No patient harm, serious injury or adverse event was reported.